Event description:
It was reported that a licensed practical nurse has been diagnosed with a type-I latex allergy. The reporter states that this allergy was due to exposure to latex gloves mfg by many different glove mfrs.